Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive testing including discharging while bench handling, battery sns testing, and defib cycling without duplicating the report. An internal inspection of the device found no discrepancies. The log from the event date was reviewed and observed the customer's report. There were two occasions where the device could not reach the target energy and timed out. The 25 second charge limit was met without any errors recorded. This is a sign that the battery is suspect. The battery used during the report was not returned for evaluation. The device was recertified and returned to the customer. The customer was sent a battery management IFU to avoid battery related issues as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 67-year-old male patient, the device failed to charge to set energy. Complainant indicated that the patient subsequently expired.